Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation by the 3rd party distributor, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had image cut out. There was no patient involvement.